Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawers 11, 12 and 13 had an issue where the user was unable to issue the medication. A technical support specialist (tss) remote into the machine and ask user to recreate the issue and notice the issue that user had. The tss restarted the machine and notice that the dispensing medication was working after checking with user and confirmed that the customer was able to issue the medication without any issues. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, drawers 11, 12 and 13 had issue. User tried to issue medicines to patient, but the issue button was not showing up after user select the items. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.